Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out of range shocking impedance measurements were noted on this device and right ventricular (rv) lead . Troubleshooting options were discussed by boston scientific technical services (ts). At this time, both products remain implanted and in service. No adverse patient effects were reported.